Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, and not using antibiotics pre-operatively have been ruled out as potential causes. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The physician reported the patient had slow healing, an abscess, an infection and an erosion. The patient noticed an abscess had popped and the lead was sticking out. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The patient is doing fine and no further issues have been reported.